Event description:
Caller states that the patient tested 5.4 inr and 7.4 inr during duplicate testing. The same patient reportedly tested 6.0 inr and >8.0 inr during duplicate testing. No action was taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.